Event description:
It was reported that a patient had a problem with the battery in his pump. The patient stated that the pump was recalled. The medication delivered by the device system was not provided.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).